Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. In addition of the above evaluation, the device's high temperature alarm sounded because the inspiratory port was continually blocked due to some kind of reasons, and it caused a temperature inside of the device to increase. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The software was uploaded.